Event description:
An adult female patient underwent a procedure on (B)(6) 2013. During the procedure, it was noted that the end of the catheter broke off and pieces of it were found floating in patient's bladder. The physician removed the pieces and put the pieces together to compare it to an intact catheter. It appeared that no section of the device remained inside the patient. The catheter and pieces were labeled and sent to the hospital surgical pathology department. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.